Manufacturer narrative:
The returned device was examined. The tip had fractured off; the complaint is confirmed. A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken thoracic probe. The doctor was using the thoracic pedicle probe to prepare hole for screw insertion in the sacrum. The tip of the probe broke off in the patient's bone. The doctor retrieved the broken tip.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.